Manufacturer narrative:
Additional information has been requested. Records indicate this product is not expected to return. At this time, no further information is available. This report will be updated should additional information become available.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high, out-of-range pacing impedance measurements on the right ventricular (rv) lead. All other lead measurements were within normal range. There were no events stored by the device showing noise. Technical services discussed that the rv lead (unknown manufacturer) had been implanted for about 10 years, and the out-of-range measurements began abruptly in (B)(6) 2019. A lead fracture was suspected; further troubleshooting was recommended and a lead revision should be considered. At this time, no changes to the lead or device have been reported. No adverse patient effects were reported. A request was made for the local sales representative to provide the name of the physician and hospital for this case, as well as the details about the rv lead and how this issue was resolved.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high, out-of-range pacing impedance measurements on the right ventricular (rv) lead. All other lead measurements were within normal range. There were no events stored by the device showing noise. Technical services discussed that the rv lead (unknown manufacturer) had been implanted for about 10 years, and the out-of-range measurements began abruptly in january 2019. A lead fracture was suspected; further troubleshooting was recommended and a lead revision should be considered. At this time, no changes to the lead or device have been reported. No adverse patient effects were reported. A request was made for the local sales representative to provide the name of the physician and hospital for this case, as well as the details about the rv lead and how this issue was resolved. Despite efforts, no additional information was able to be obtained.

Manufacturer narrative:
Additional information has been requested. Records indicate this product is not expected to return. At this time, no further information is available. This report will be updated should additional information become available. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.